Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a successful integrated multi sensor technology diluent check. A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded that based on the investigation the cause of the discordant, falsely elevated potassium results on one patient sample is associated with a missing aliquot rinse cycle which had occurred following a false transition error. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The initial discordant result was flagged "above panic range" and ruled as an outlier result, and was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was retested with a new sample ID on an alternate instrument, resulting as expected and lower than both results obtained on the original instrument. The corrected result was reported to the physician(s). The customer stated that an additional k outlier result was observed several months ago on the same instrument, but it was not documented and there is no data available. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k results.

Manufacturer narrative:
Additional information (03/21/2016): siemens healthcare diagnostics has confirmed a software defect which, in a very specific set of circumstances, results in the dimension vista system omitting an aliquot probe rinse between sample aspirations when processing tubes in sample racks that are front loaded on the dimension vista system. Urgent medical device correction (umdc) vsw16-01.a.us was sent to customers in the united states in march 2016 and corresponding urgent field safety notice (ufsn #vsw16-01.a.ous) to all outside us dimension vista customers. The umdc and ufsn are entitled "dimension vista system may not perform aliquot probe rinse." The umdc and ufsn describe the software defect, what samples are not impacted, the risk to health, and actions to be taken by the customer to minimize or eliminate the impact of the software defect. Additional information (02/19/2016): the k outlier that was observed on another patient's sample and not documented had been repeated on an alternate dimension vista instrument and resulted as 3.9 mmol/l. The initial result was not provided.

Event description:
Discordant, falsely elevated potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The initial discordant result was flagged "above panic range" and ruled as an outlier result, and was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was retested with a new sample ID on an alternate instrument, resulting as expected and lower than both results obtained on the original instrument. The corrected result was reported to the physician(s). The customer stated that an additional k outlier result was observed several months ago on the same instrument, but it was not documented. The customer provided the repeat result to a siemens customer service engineer during a service visit. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k results.